Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report an issue with the system. The caller stated they had a message on screen saying the insufflator was disabled. The staff attempted to power cycle the system and to reset the insufflator but the issue remained. The tse reviewed the logs but found the system was offline, historical logs show a power supply fault on (B)(6) 2025. The tse walked caller through a hard power cycle of the tower but the issue remained. The tse had caller go to the system information and found that the panel was blank. The tse asked if there was a power outage at some time, caller said they think there was one (B)(6) 2025.there was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The ccc has been returned and evaluated by the failure analysis team on 08/20/2025. This issue was not associated with an error code so it could not be confirmed via lighthouse. The vision side cart (vsc) ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was confirmed bricked through vmware.